Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when the patient presented in clinic, the pulse generator was unable to be interrogated. The device was explanted and replaced. The patient was doing well after the procedure and would continue to be monitored.